Event description:
Related MFR report: 1627487-2019-10122.

Manufacturer narrative:
Additional information obtained identified the patient was implanted with two leads. The second lead was added to the event and being reported with this MDR.

Event description:
Related MFR report: 1627487-2019-10122.